Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the device malfunctioned as it would not inflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.